Event description:
Condition of packaging when received: new, unopened. Condition of part when removed from packaging: new, unopened. Was defect discovered prior to or after installation? While preparing for use. How was deficiency discovered? Employee noticed contamination while preparing tubes for blood draw how was deficiency confirmed? Pulled this lot from use and saw a number of contaminated tubes. Were there any ID markings or stamps on deficient item? Lot 5300563; expiration 2027-03-31. Describe or identify any tests or procedures used during installation and/or testing. Hbsag, hiv, hbc, htlv, hcv, sts, chag, hcv nat, hiv nat, hbv nat, wnv, babs. Identify (by rcn) any previous related pqdr's that you know of or have submitted. None. "If possible, I would like a response from bd if these were sent back to the vendor for testing the contaminant. We¿d like to know if they are able to tell us if any testing is affected. These tubes have been in use since (B)(6) 2026.¿ (B)(4).